Event description:
It was reported that the transparent part of the distal end of the subject device was too long. There was no patient involvement.

Manufacturer narrative:
E1 address: (B)(6). No information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the transparent part of the distal end of the subject device was too long. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to repair site for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, no problem identified. Olympus will continue to monitor field performance for this device.